Manufacturer narrative:
(B)(4). Device was manufactured in 2005. The device was returned to baxter and an evaluation was performed to investigate the reported issue. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. An event history review log was performed and there were not any keystrokes, programming, or use related events that would indicate and/or contribute to the problem. A visual and functional inspection was performed and there were no abnormalities noted. There was no non-conforming product identified related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. It was unknown if the patient was hospitalized prior to death and it was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.